Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer had high blood glucose of 600 mg/dl. Customer's blood glucose at time of call was 208 mg/dl. After troubleshooting, customer was advised to change the entire set, insulin, and reservoir. Customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.